Event description:
Alaris syringe pump alarmed "reprogram syringe" and shut off on continuous drip infusing. Infusion was switched to new pump, and the malfunctioning pump was removed from alaris brain.